Manufacturer narrative:
Review of the activity log showed occurences of the customers reported complaint. However, the reported malfunction could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The pbp board assembly was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "self test failed" message for defib and pacer. Complainant indicated that the clinician obtained another device to continue treating the patient. Subsequent testing by biomed confirmed the device displayed "self test failed" and "defib disabled" messages.